Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not working as it did not have a red dot. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the reported event was not confirmed or reproduced. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. Additionally, the instrument was found to have one bent grip, causing misalignment of the grips-tips. There was a 0.96 mm offset at the tips. The grips were not found to have cracking damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip.